Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. Upon receipt, engineering calculations determined that this device did not meet expected longevity predictions as described in labeling.